Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. Pump¿s history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2024 at 11:34:00.000 and (B)(6) 2024 at 08:31:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing or noted in the pump history within two weeks of event date. No motor alarms noted in the pump history or long trace files or during testing. No failed battery alarm noted during testing or in the pump trace download. Force sensor was measured and is within spec (23.7mv at zero offset). No damage noted at the electronic assemblies during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case, and cracked battery tube threads. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Alleged insulin flow block alarms not confirmed during testing. Failed battery alarm not confirmed during testing or in the power management graph. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced, occluded, no delivery/occlusion alarm, failed battery test, battery lasts less than expected, unresponsive button . The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1780kl. Troubleshooting was not performed unknown whether the customer will dis continuous the device or not. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1780kl.